Event description:
It was reported that the right ventricular lead was no longer able to pace in bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa implantable pulse generator (B)(6) 2006; 4525 implantable pacing lead (B)(6) 1997. (B)(4).